Manufacturer narrative:
Additional information: the pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was returned for evaluation. Review of the submitted log files showed decreases in speed below the low speed limit and pump stops while the patient was connected to the power module. Based on the manufacturer¿s historical data and experience, these types of events are consistent with a compromised wire in the percutaneous lead shorting to the shield. The returned portion of the percutaneous lead was tested and passed the electrical continuity testing. Visual evaluation did not confirm any wire compromises that would have contributed to the events captured in the log files. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. However, no further issues have been reported since the percutaneous lead repair. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to the manufacturer's technical services representative arrival to the hospital to perform the percutaneous lead evaluation, the patient switched to his backup system controller (without recommendation from the manufacturer). The follow-up event log contained low speed and pump stop events when the patient was connected to the patient cable prior to the manufacturer's technical service representative arrival. The event log did not contain any further events after the percutaneous lead repair/replacement was performed. No further issues have been reported.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that low speed and low flow alarms were seen in the patient's log file along with pump stoppage events. The alarms reportedly occurred on more than one system controller, however, the patient remained asymptomatic. The patient was placed on an ungrounded power module patient cable and a percutaneous lead (lead) evaluation conducted on (B)(6) 2015 revealed that there was a gap in the metal shielding of the lead. The distal end portion of the lead was replaced without incident and no further low speed or pump stoppage events were reported.

Manufacturer narrative:
Approximate age of device - 3 years and 5 months. The patient remains ongoing with the device. However, the portion of the percutaneous lead that was replaced was received for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.